Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead delivered inappropriate therapy to the patient. It was noted that the patient "developed heart failure" during the procedure. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.